Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor (msc) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the monopolar curved scissor (msc) tip cover fell off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue came during preparation for the case. All fragments were retrieved outside of the body cavity. No injury to the patient.